Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The separation was able to be confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint database revealed no other similar incidents reported for shaft separations from this lot. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event estimated. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. Xience pro x is currently not commercially available in the u.s. The product code listed and the PMA# is based on the predicate device (xience xpedition) and is therefore similar to a device sold in the u.s.

Event description:
It was reported that during an un-specified coronary procedure, a 2.5 x 15 mm xience pro x stent and a 3.0 x 23 mm xience pro x stent were implanted successfully. After successful deployment of the stents, the stent delivery systems (sds) were to used for post-dilatation, at which time the shaft of one sds kinked and the shaft of the other one separated. No additional information was provided.